Manufacturer narrative:
Pt info: information unknown/ not provided. If explanted, give date: not applicable as the device remains implanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Event description:
It was reported that after a normal preparation and implantation of an iol (intraocular lens), the surgeon saw a little scratch at the edge of the iol. The surgeon thinks the patient's sight will be unaffected because the issue is on one edge of the optic. No medical or surgical interventions were reported. The patient status is unknown. Daily activities were not significantly affected. No additional information was provided.

Manufacturer narrative:
Additional information: device evaluation: the preloaded unit was not returned for evaluation as the lens remains implanted. Therefore, a failure analysis of the complaint device could not be performed. However, the customer provided photos that were reviewed by a subject matter expert who observed "a linear discoloration starting at the lens periphery which extends approximately 0.2 to 0.3 mm towards lens center and appears to be located on the lens surface". The complaint issue was confirmed, however "the root cause as well as the potential clinical impact of the observed phenomena cannot be determined from a picture assessment", and therefore cannot be confirmed to be related to manufacturing and no product deficiency could be identified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints for this order number have been received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.